Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; intraoperative stent-graft-induced aortic intimal intussusception during tevar for type b aortic dissection ma et al, journal of endovascular therapy 2021, vol. 28(6) 860¿870. Doi: 10.1177/15266028211028213. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted during the endovascular treatment of type b aortic dissections (tbad) on unknown dates. The following adverse events were reported: intraoperative stent-graft (sg)-induced aortic intimal intussusception (isaii)/dissection and intestinal ischemia. The cause of the adverse events are undetermined.